Event description:
It was reported that the patient presented to the emergency room because of the device alarm. Device interrogation revealed low impedances and undersensing. Oversensing was also indicated. Normal impedances and sensing occurred with the analyzer. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis confirmed the pacing outputs were below programmed amplitudes. Upon further analysis, oversensing was confirmed and was noted to be caused by an anomalous voltage level, which was found to be caused by gate leakage in a transistor in the pace switch block of an integrated circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.